Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot w2524 was returned. The expiration date on the label is 2020-jan-07. Visual inspection found the tubing wadded and tangled up inside the pack tray. The tubing was clean and dry and does not appear to have been used. The vitrectomy cutter was in the tip protector, as it should be, and the needle was not bent. The cutter does not appear to have been used. Further visual inspection found that the tubing has been pulled or come loose from the connector barb. The connector barb is still in the aspiration port on the tubing manifold base. The barb was bent down. The assembly cannot function properly in this condition. It cannot be determined how the damaged connector and loose tubing occurred. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not cut during the surgery; however, aspiration continued. There was no medical intervention required.